Event description:
It was reported that the patient was not able to feel the vibratory notifier. Test run was attempted but the test timed out completely. Further troubleshooting was not attempted due to time constraints. Patient will continue to be monitored at this time. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.